Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level 33 mmol/l. Customer¿s also reported that the insulin pump had cosmetic damage and lip ring came off. Customer reports that reservoir was unable to lock in place. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The reservoir will not be returned for analysis.